Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383531 and lot number 2286197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd inexiva 24ga 0.75in y was difficult to disengage. The following information was provided by the initial reporter, translated from french to english: during placement of the nexiva 24g IV catheter (left elbow crease), when the needle was withdrawn, it jammed in the guide, went through it and came out again, injuring the patient (puncture). Pain at the time, fragile patient difficult to prick fitting of a new nexiva 22g 25mm blue catheter which lasted a few hours.